Event description:
During a shoulder stabilization procedure the anchor broke. The surgeon pre-drilled and used the ao-two finger technique during insertion. The threaded portion of the anchor remains embedded in the pt's bone. A back-up device was avail. No pt injury or complications resulted.